Event description:
It was reported that during the gastrectomy, the instrument blade became hot - no consequence for the pt - the surgeon used another instrument to complete the case.

Manufacturer narrative:
Cracked blade. Eval summary: the analysis results found that the device was returned with a hot spot and the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred form external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."